Event description:
After iabp for twenty-four hours, the iab leaked back into the system 97 pump. Blood was noted in the pump. Pumping was immediately stopped after the problem occurred. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: none from the event - reported 07/28/97.) (Pt's current status: unk-rpt'd 07/28/97.)